Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure prior to use. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during device preparation and prior to use in the procedure, the hypotube shaft near the hub separated. The device was not used. There was no reported patient involvement or a clinically significant delay in procedure. A different device was used to complete the procedure without issue. No additional information was provided.